Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly. It was reported that the ventilator failed the pressure transducer test and the internal leakage test during the pre-use check. Our field service engineer investigated the ventilator on site. The air gas module was found to be faulty and the cause of the reported failures. The problem was resolved by replacing the air gas module. After the replacement, the functional tests and the pre-use check carried out were approved, and the device was returned to the customer. The replaced air gas module were not returned for investigation, therefore the root cause for the reported problem could not be established.

Event description:
It was reported that the ventilator failed the pressure transducer and the internal leakage tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4). .